Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury resulting in mitral valve insufficiency/regurgitation and subsequent dyspnea cannot be determined. Tissue damage/injury, dyspnea and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6: health effect - clinical code 4451 added.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A xtw (lot: 40213r1112) and nt (lot: 31109r1019) were implanted successfully, reducing mr to grade 2+. On an unknown follow-up date, laceration of the posterior leaflet in the nt clip was observed. The clip remained stable but mr increased to grade 4+ resulting in dyspnea. On (B)(6) 2025, an xtw and xt mitraclip were implanted without issue, reducing mr to grade 2-3+.